Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). The infection was reported both at the battery incision and the spinal incision. See manufacturer report #3004209178-2015-25390.

Event description:
The patient reported via the manufacturer representative (rep) that the spinal cord stimulation (scs) system was explanted due to infection at both incision sites (pocket and spinal incision). The patient had gone to the emergency room (ER). The issue was resolved at the time of this report and the patient was alive with no injury. Relevant medical history included spinal pain. No follow-up was required.